Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tension indicator of a 6f¿12f mynx control vascular closure device (vcd) exhibited sluggish appearance of the black marker during preparation. Another product was opened, and the procedure was performed. There was no reported patient injury. Hemostasis was achieved after endovascular therapy (evt). Additional information was requested; however, could not be obtained. The device will be returned for evaluation.